Event description:
It was reported limb occlusion occurred in the trunk-ipsi portion of the excluder device 7 months post-op. The clinician ballooned the limb occlusion. The clinician made no allegation of product deficiency.